Manufacturer narrative:
H3: three pictures as well as a video of the cassette and pump were received and reviewed. In the pictures, the cassette could be seen with the rest of the medication, and the display of the equipment indicated that there was still medicament, but it was not dispensed. Relevant documents were reviewed and deemed adequate and correct with respect to testing and inspection activities. The most probable cause of the reported "cassette has medicine, but flow stopped" issue is during the bag loading operation the pump tube was not properly assembled, the pump tube was stretched.

Event description:
Information was received indicating that a smiths medical cadd 100 ml medication cassette reservoir still had medicine but the flow had stopped. The infuser has been replaced. The issue occurred in the patient's home after 24 hours of use. There were no reported adverse events.